Event description:
During a transfemoral tavr procedure pacing capture was lost during valve deployment and a 26mm sapien xt valve embolized into the aorta at the start of the procedure the pacing capture was achieved and the threshold was established. The patient was paced during bav without issue. The annulus was crossed with the sapien xt valve and pacing was started as normal, 180 bpm. The valve was inflated to approximately 50% and positioning was checked. At that point pacing capture was lost, causing the valve to embolize into the aorta. Inflation and pacing were immediately stopped. The valve pulled over the arch and deployed in the descending aorta. A second 26mm sapien xt valve was prepared and deployed successfully. While preparing the second valve a discussion as to why capture was lost, it was determined that during initial testing the ma threshold was established; however, during deployment the ma was set to the threshold, resulting in loss of pacing capture.

Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case loss of pacing capture caused the valve to embolize into the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.